Manufacturer narrative:
H3. The returned catheter was subjected to a series of standard tests that include but is not limited to visual inspection, patency testing, and pressure testing. Analysis identified the catheter body to be deformed in shape however it did not affect the performance of the catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8780. Serial# (B)(6). Implanted: (B)(6) 2024. Explanted: (B)(6) 2025 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 05-aug-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient receiving fe ntanyl (99.9mcg/day at 1000mcg/ml) and bupivacaine (.999mg/day at 10mg/ml) via an implantable infusion pump for non-malignant pain. It was reported that the patient's catheter was partially explanted (B)(6) 2025 and the spinal segment was removed. The patient experienced withdrawal and increased pain. Environmental, external, or patient factors that may have led or contributed to the issue include a fall a while back. The hcp did a catheter dye study and was unable to aspirate. The catheter tip was unchanged in level placement in the revision surgery. The hcp cut at the midline and there was no cerebral spinal fluid (csf) flow from the spinal segment. The pump segment was intact so a new spinal segment was placed. It was reported it doesn't appear to be related to the fall, however the patient's symptoms 'linked up' to this fall. (B)(6) 2025 at the patient's pump refill, morphine was removed to start the patient on fentanyl and bupivacaine as recommended by their hcp so the patient could proceed with a catheter revision, with a plan to move the catheter down for low back pain. The patient at that time denied any new or worsening side effects, and denied fever, chills, or headaches. The catheter revision was scheduled for (B)(6) 2025.